Event description:
A customer reported sometime at the end of october that "her sugar went high, because she could not take her insulin and she did not have her meter to test". She also reported she experienced the following symptoms: "felt weak and could not stand up or talk". She also reported she lost consciousness and had a seizure. The paramedics were called and they treated her with an unk intravenous medication to counteract the event. In 2007, the customer called the adc customer service and reported receiving a blank screen on her freestyle flash blood glucose meter. It is unclear if the event occurred due to the issue with the customer's meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. It should be noted that it is unclear if the medical event was related to the device issue, due to the interval of time between the event and the product issue.